Event description:
It was reported that the patient underwent a minimally invasive posterior surgical procedure at l5-s1 to treat scoliosis. It was reported that after completion of the final tightening, an ap image revealed that a right rod was not seated both right l5 and s screw heads. The mis procedure had been changed to an open procedure to retrieve the rod and setscrews. The procedure was completed without any further incident. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.